Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced clip falls off of pump often and causes pump to drop. No delivery alarms. Buttons are not as responsive. Motor was starting to sound louder/grinding. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-213a, mmt-1884l, acc-1601. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported damage to the belt clip. Customer reported insulin flow blocked alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-213a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884l. No product return is required for acc-1601.

Manufacturer narrative:
Unit received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Keypad flex connector is plugged in properly. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms or drive/motor anomalies noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 10:25:37.000 and at 10:36:15.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.8mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Alleged insulin flow block alarms and drive/motor anomaly not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Cosmetic damage at the belt clip rail was not confirmed, however, other cosmetic damage confirmed where scratched case and pillowing keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.